Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the hinge pin was missing from the ultrasonic air sensor. There was no pt involvement.

Manufacturer narrative:
The sensor will be scrapped, as the hinge assembly cannot ordered.